Manufacturer narrative:
The device has been requested to be returned but has not yet arrived. Once it has arrived and the product evaluation completed the findings will be submitted in a supplemental report. The device history record review is pending, once the results are available, they will be submitted in a supplemental report. Additional product code dxo.

Event description:
It was reported that there was a failure with a pressure monitoring kit. The tubing on the device broke and became disconnected on the patient side of the flow restrictor. This occurred during patient use. There was no patient harm or injury.

Manufacturer narrative:
There is no product evaluation results as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was performed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
One dpt vamp adult kit was returned for evaluation. The reported issue that the tubing became disconnected was confirmed. As received the pressure tubing was found completely detached from the vamp reservoir bond joint. There was adhesive tape between detached tubing and the reservoir. Indications of what appeared to be bonding material were evident on the tubing bond surface area. The tubing outer diameter was measured to be 0.1415 near the point of detachment. There was no other visible damage or inconsistency found with the returned kit. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. There is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect or user error. No specific root cause could be identified.